Event description:
It was reported that the device is displaying a low charge-pak indicator and a low internal battery indicator. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.